Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the physician removed the pull wire, from the patient's stoma site, it was noted that the blue coating had peeled off. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the physician removed the pull wire, from the patient's stoma site, it was noted that the blue coating had peeled off. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination showed the pullwire was threaded through pecutaneous stoma measuring device, (psmd) and attached onto one step delivery system wire loop. The wire loop from the delivery system was cut and remainder of delivery system was not returned. The device revealed the blue nylon coating of the pullwire had been peeled at the interface between the pullwire and delivery system wire loop. The nylon coating of the pullwire was peeled down to wire in multiple areas. Pullwire was found to be kinked. The peeled nylon coating remained attached to the pullwire. No remnants were returned. The condition of the returned unit was consistent with the complaint incident that the device pullwire coating peeled. The edge of the psmd has been determined to be too sharp thus catching on the nylon coating of the pullwire and causing the coating to peel as the pullwire is pulled back through the psmd. The design of the psmd has been determined to be the most probable root cause of the failure. Further investigation of this issue is ongoing. A review of the device history record was performed and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13659132.